Manufacturer narrative:
(B)(4). Approximate age of device - 1 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented to a local hospital with fever and mental status changes in the setting of existing (B)(6). Due to the patient¿s postsurgical sites having purulent drainage, vancomycin and meropenem were initiated. Blood cultures and abdominal wound cultures were positive for e.coli. Abscess wound positive for (B)(6). Abdominal wall collection in right upper quadrant (ruq) was positive for abdominal wall abscess. Infectious disease changed patient to cefepime on (B)(6) 2017 with plans to transition to levofloxacin to suppress both the (B)(6) and e.coli infection. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.